Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks. The device delivered 22 shocks over 7 episodes. It was believed the shocks were a result of supraventricular tachycardia (svt) for which the patient was already hospitalized prior to the shocks. Boston scientific technical services (ts) was contacted to assist with device reprogramming to help mitigate future events. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks. The device delivered 22 shocks over 7 episodes. It was believed the shocks were a result of supraventricular tachycardia (svt) for which the patient was already hospitalized prior to the shocks. Boston scientific technical services (ts) was contacted to assist with device reprogramming to help mitigate future events. No additional adverse patient effects were reported. Information was later received that this device was explanted and replaced due to therapy upgrade and not related to the previously reported shocks. This device was returned and analyzed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks. The device delivered 22 shocks over 7 episodes. It was believed the shocks were a result of supraventricular tachycardia (svt) for which the patient was already hospitalized prior to the shocks. Boston scientific technical services (ts) was contacted to assist with device reprogramming to help mitigate future events. No additional adverse patient effects were reported. Information was later received that this device was explanted and replaced due to therapy upgrade and not related to the previously reported shocks. This device has been returned and analysis is expected.